Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges with insulin. On the reported occurrence of (B)(6) 2016, tandem technical support was able to verify that the customer received an accurate fill estimate. There was no impact to the customer's blood glucose level.